Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a blinking blank screen on the insulin pump. Customer stated that the insulin pump has a blank display and a dark screen.

Manufacturer narrative:
The pump was received with a blank flashing white lcd display anomaly due to a cracked lcd controller. Unable to perform the displacement, rewind, seating and basic occlusion tests due to the flashing white lcd display. The pump was received with a cracked reservoir tube lip and a scratched case.